Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient was hospitalized due to infection at the insertion site leading to hyperglycemia on (B)(6) 2025.the insertion site was abdomen. The blood glucose level was 400 mg/dl and the patient was treated with manual injection. No further information available.